Event description:
Spouse of patient injected insulin using pen needle. After injection, patient found that the pen needle was broken in the body of the patient. Sent for the doctor. Because the patient was also paraplegic, the doctor performed surgery in the home. Doctor didn't find the broken needle. The other portion of the pen needle was sent to a related department in another country.